Manufacturer narrative:
Medtronic received the following information from a journal article entitled; clinical outcomes of aortic arch hybrid repair in a real-world single-center experience soares r t, melo r, amorim p, ministro a, sobrinho g, silvestre l, fernandes e fernandes r, martins c, fernandes e fernandes j, & mendes pedro l. Journal of vascular surgery 2020;72 (3) pp. 813-21 https://doi.org/10.1016/j.jvs.2019.11.033. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in the endovascular repair of thoracic aortic arch pathologies. The following malfunctions were observed; type I endoleak, type ii endoleak, type iii endoleak, inaccurate delivery. The following adverse events were observed; stroke, renal failure, hematoma, thromboembolism , stenosis, pneumonia, rupture, infection, bleeding & re-intervention. Patient deaths were also reported but there is no causal link that the valiant stent grafts caused or contributed to these deaths.